Manufacturer narrative:
Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause is undetermined.

Event description:
It was reported that during a circumcision procedure, a bd precisionglide¿ syringe and needle, as well as a non-bd ¿1.3 gomco bell and clamp¿, did not perform correctly. The draw needle was reported to be flimsy plastic and when it was twisted, the plastic flanges bent and would not allow removal. A hemostat was used to grab the plastic and twist it off. A delay in treatment of two weeks was also reported while the user obtained correct equipment. A numbing injection was given as part of the procedure but there was no report of injury to the patient.